Manufacturer narrative:
The customer reported a complaint that the backlight of the display of the autopulse platform (sn (B)(6)) no longer works was confirmed during the visual inspection. The root cause for the reported complaint was a failed processor board, likely attributed to the failed component. The archive data review indicated no significant discrepancies. The autopulse platform passed initial functional testing without any fault or error. Following service, the autopulse platform passed all the final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number 34632.

Event description:
During shift check, the customer noted the backlight of the autopulse platform (sn (B)(6)) stopped illuminating when the menu comes up; however, the platform is functioning as intended. The lcd screen was still readable but it was difficult to read in a darker environment. No patient involvement.